Manufacturer narrative:
The drive support was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that she had problems filling the tubing. The customer reported that drops came out but no numbers appeared on the screen. She had tried four times with the same reservoir and was refilling it. The blood glucose reading was 175 mg/dl. The customer was advised on the proper technique for filling the reservoir. The customer did not recall if the tubing connector or top of the reservoir were wet prior to connecting and was advised that liquid can temporarily block the vents that allow for proper priming. The customer did not see a gap between the piston and reservoir stopper during the prime. The customer found that the drive support cap was loose and was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.